Event description:
It was reported that the customer had unexplained low blood glucose. Paramedics were called and customer was hospitalized. Customer's blood glucose reading at the time the paramedics arrived was 00 mg/dl. Caller stated that the customer was found unconscious and her son called the paramedics. Caller stated that the customer got too much insulin and did not eat dinner. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was programmed and delivered several boluses. Bolus were properly recorded in bolus history. Unit had cracked reservoir tube, cracked battery tube threads and missing end cap sticker.